Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on an unknown date, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, the patient presented with dilation of the proximal neck and right distal neck and underwent reintervention. An aortic extender was added into the proximal side and additional leg was implanted into the right distal side. The patient tolerated the procedure.

Manufacturer narrative:
Added g3/g4: PMA/510k number. Added h1/h2, h6.